Manufacturer narrative:
(B)(4). It was reported that the patient underwent vaginal cuff hematoma release and granulation tissue cauterization, lysis of adhesions between anterior abdominal wall and small intestine on (B)(6) 2009.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01620. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, rectocele, and enterocele and mesh was implanted. It was reported that on (B)(6) 2012 the patient underwent sling incision, excision of eroded graft in the anterior vaginal wall, and excision of eroded graft in the posterior vaginal wall.